Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the sheath of the burr was broken. The stenosed, 15mm long, concentric, de novo target lesion was located in the severely calcified vessel. A 1.25mm rotalink burr was elected for use. Upon removal, breakage around the center of the sheath of the device was noted. The device was then pulled out successfully without any impact to the patient. The procedure was completed with this device. No complications were reported and the patient is stable.

Event description:
It was reported that the sheath of the burr was broken. The stenosed, 15mm long, concentric, de novo target lesion was located in the severely calcified vessel. A 1.25mm rotalink burr was elected for use. Upon removal, breakage around the center of the sheath of the device was noted. The device was then pulled out successfully without any impact to the patient. The procedure was completed with this device. No complications were reported and the patient is stable.

Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by the manufacturer. The device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the sheath is separated 21.2cm from the distal end of the strain relief. The separation appears to have been stretched prior to separation. The sheath is damaged 20cm and 21.4cm from the distal end of the strain relief. The damage appears to be worn marks caused by the coil. Microscopic examination revealed that the coil is stretched. The coil could not be pushed proximally because of the damage to the sheath. This caused the handshake connection to be hidden inside the catheter body. The catheter body was disassembled so the handshake connection could be inspected for damages. No visible damage was noticed. Inspection of the remainder of the device presented no other damage or irregularities.